Manufacturer narrative:
This supplemental is to report a change of FDA registration manufacturing site information from st. Jude medical inc. (Afd cat-sunnyvale) 2938836 to st. Jude medical, inc.(crm-sylmar) 2017865.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted via merlin.net that the ble issue was resolved, and the patient is connected again, however, no information was provided as to what may have caused the ble issue or how it was resolved. There were no patient consequences reported.